Event description:
It was reported that after a pta dilatation, the catheter only was removed with difficulty through a 6fr sheath. The sheath was left in the initial entry site for a 2nd catheter placement, which completed the case without further complications.